Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 432 mg/dl at the time of the incident. The customer was at 288 to 137 mg/dl at the time of the call. The was given an insulin pen to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported a blank pump display even after 3 battery changes. The customer stated that they had some alarms during the night, but did not remember what the alarms were. The customer also stated that they were having issues with battery longevity. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0865 inches. No battery issues noted during testing. The device powered up properly after battery installation. No blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.